Event description:
Dexcom g7 sensor failed again but not before first telling me I was urgently low. This happens often and to thousands of t1 and t2 diabetics. How this product made it to the market is beyond me unless someone was paid to allow it. Check facebook groups. This happens one a week at least to me.